Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump had keypad anomaly and battery cap was damage. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that battery compartment was cracked. Customer stated that the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer stated the button was not unresponsive during an easy bolus attempt. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.